Event description:
Facility reports after the patient completed draining the patient then went to fill with new solution, during filling a leak occurred from the snap disconnect. This incident occurred in the hospital where the patient is already being hospitalized for peritonitis r/t pir 200200051. Cultures taken are positive for staph aureus. Patient has been on pd for two years. Patient had been switched to fresenius products in december of 2001. Sample is available for evaluation.